Manufacturer narrative:
(B)(4). Concomitant medical products: ref, 00620205422, lot 64752396. Tm shell ref 00625006530 lot: 63380650, screw. Ref 00625006525, lot: 65203637, screw. Ref 00630505032, lot: 64893930, liner. Ref 00877503202, lot: 3085099, biolox head. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01034, 0001822565 - 2022 - 01035.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised one (1) month later due to pain and periprosthetic femoral fracture. During the revision, a large medial fragment from the lesser tuberosity to the medial calcar was noted with dehiscence of the it band. The initial shell remained intact. All other components were revised without complication. Three cerclage cables were placed for fracture stabilization. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to pain and periprosthetic fracture. There was no evidence of any damage to the acetabulum. The it band had dehisced. The stem, liner, neck, and head were replaced. No complications noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.